Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure the sterile package was broken. Changed to another one to complete the procedure. No patient involved.

Manufacturer narrative:
(B)(4). Complaint indicated that the sterile package was broken. The sample was visually examined and it was confirmed that a hole in the tyvek lid was present. The damage occurred along a blunt edge of the device (edge of the device trigger). Package was opened to view damage under microscope. When viewed under magnification is was determined that the damage was caused by a separation of the tyvek fibers as a pressure was applied to the package or an impact and the applied force caused the material to separate along the device edge. The direction of the damage appears to be from the outside-in (top stock material is bunched up on one side of the damage) the packaging records were reviewed and no discrepancies were found during the packaging process.